Manufacturer narrative:
(B)(4).

Event description:
It was reported that during vns implant surgery on (B)(6) 2015, the generator was unable to verify heartbeat detection (bpm - ?????). Heartbeat sensitivity levels one through five were attempted. When testing heartbeat sensitivity level 4, the device was able to detect heartbeat correctly but only for a couple seconds before it showed bpm - ?????. No physical contact was made with the generator when testing heartbeat detection. It was noted that while the power indicator of the programming wand remained on during the tests, the data received indicator was not. A backup generator was used and was able to verify heartbeat detection without any issues. The open but unused generator has been returned to the manufacturer where analysis is currently underway.

Event description:
The pulse generator can was opened, and possible contaminates were observed on the edge of the printed circuit board (pcb) that is cut during the manufacturing process. The pulse generator showed no sense delays or sense drop outs after the pcb was cleaned. The contaminates were determined to be conductive material deposited on the edge of the printed circuit board (pcb) as a result of a laser cutting process during manufacturing. Further evaluation of this device showed that the delay and intermittency observed was due to leakage paths between various traces on the pcb edge caused by the minimal amount of conductive material. Because of the leakage, the device demonstrated intermittent sensing while sync pulse was being transmitted. However, when the sync pulse communications used by the verify heartbeat detection feature were terminated, sensing resumed and was stable. The sync pulse communications occur during use of the verify heartbeat detection in the operating room during initial implant and at the physician's office during follow-up appointments. At all other times when implanted in the patient, heartbeat sensing, and thus the autostim feature, operate as intended. No adverse events have occurred as a result of this event. After the pcb trimmed edge was cleaned and the pulse generator was reassembled, a comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications.

Event description:
Analysis of the returned generator evaluated the entire range of heartbeat verification sensitivity settings. Various delays in the start of sensing were observed, up to 44 seconds. Additional testing is currently underway.